Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease / folding of implant: observed creases on device. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "fibrous capsule, double becker 2", "straw-colored fluid", "undamaged macrotextured implant, sweaty with yellow contents", "shell leakage", "corrugation", "small amounts of fluid", "rupture", "implant sealed" and "extracapsular rupture" via ultrasounds. Later, healthcare professional reported "sclerosed fibrous capsules" and "giant cell granulomas". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii, gel leak, crease/folding of implant.

Event description:
Healthcare professional reported left side "fibrous capsule, double becker 2", "straw-colored fluid", "undamaged macrotextured implant, sweaty with yellow contents", "shell leakage", "corrugation", "small amounts of fluid", "rupture", "implant sealed" and "extracapsular rupture" via ultrasounds. Device has been explanted and replaced with another manufacturer's device.